Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder out of phase. There was no motion sensor test failure alarm noted. Analysis was unable to confirm motor position encoder error alarm and could not perform displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.